Event description:
It was reported that the pta balloon failed to inflate on the first inflation attempt to treat a stenosis in the superficial femoral artery. The balloon catheter was removed through the introducer sheath without incident and another was used to complete the procedure. Additional info received from the analysis of the returned catheter revealed a circumferential outer catheter shaft bond joint failure. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed. The lot met all release criteria meaning that no issues were noted during the manufacturing process or quality control inspections. This is the only complaint reported to date for this lot number. The sample has been received and is being evaluated. The investigation is currently underway.